Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised that they could continue using the pump and to call back if any malfunctions occurred again, which they acknowledged and understood.